Event description:
Wrong delivery. Customer had very little information. Date and time of incident - unk. Was pump used on patient? - yes. Patient status - ok. Male/female - unk. Specific description of the incident or complaint - unk. Type of drug used - unk. Rate and volume device was set at (intended amount vs actual amt) - unk. How pump allegedly malfunctioned - wrong delivery; no other info available. How long did device run before fault detected? - short period of time. Was device taken out of use? - yes.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.